Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/02/2013 and was last repaired on 10/02/2013 for a related issue. Previous repair included replacement of the standard repair parts, head of hand piece, and all four width plates. For the current repair, evaluation revealed bubbling and chipping of the surface finish of all four width plates and bubbling of the head and neck of the handpiece. The master blade test showed that the control bar was not positioned properly. Prior to repair, the device was within calibration specification at all tested thickness settings. The head and neck of the handpiece, all four width plates and the standard repair parts were replaced. Investigation of the bubbling and peeling of the surface coating observed with air dermatome ii devices and related components is still ongoing. No further information has been obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused a reaction with the surface coating, resulting in the observed bubbling event. Improper handling most likely caused the control bar to be improperly positioned relative to the master blade. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome handpiece and width plates seemed to have blistered. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.